Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. Attempts to gather more information sregarding this event were unsuccessful. No further info is available, but additional information has been requested. No further patient complications or injuries were reported.